Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 90% stenosed lesion being treated was located in the moderately tortuous distal right coronary artery (rca). The 3.5x32mm verflex stent delivery system (sds) was advanced to the target lesion but could not cross. Stent damage was noticed when the device was removed. The procedure was completed using a taxus liberte 2.5x12mm (sds). There were no patient complications and the patient condition is good.